Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient's basal rate starting at 12:00 am had been deleted from the pump. During this time period, the patient obtained blood glucose readings of 250 mg/dl to 300 mg/dl. The patient did not suffer any symptoms of high or low blood glucose levels, and did not seek any medical attention. The issue was discovered during a routine physician office visit. The issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: a review of the pump history shows a basal rate of 0.0 at 12:00 am from (B)(6) 2012. The pump was exercised for 24 hours on a 1 unit per hour basal program with 0.0 basal program set for 10:00 am. At 10:00 am, the pump displayed the appropriate alert that the active basal program is empty with 0.0 units per hour. The pump was then exercised for 24 hours on a 1 unit per hour basal program with no 0.0 unit basal programs being recorded during testing. A normal bolus, an audio bolus, and a bolus from the meter remote were successfully performed and all three boluses were accurately recorded in the pump history. There were no hypersensitive keypad buttons observed during investigation. The pump was exercised for 29 hours with no delivery issues.